Event description:
She tested at 312mg/dl, and 6 minutes later tested at 508mg/dl.she then went to the hospital due to the high results, where she tested 107mg/dl 11 minutes later. No treatment received for blood glucose. Quality controls were used and reportedly fell in acceptable limits. Requested return of suspect device and replacement was sent.